Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the customer's device. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient. The customer advised that they were able to restore power and use it for the remainder of the event. The amount of time that it took for the customer to restore power is unknown. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced both the main keypad assembly and the power pcb assembly and checked all of the internal connections. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.